Event description:
A customer from the united sates reported to biomérieux a misidentification of a inquilinus limosus cap survey sample (cap dex b 2017 specimen dex03) as pseudomonas fluorescens (99%) when testing with the vitek® 2 gn test kit. The customer reported the organism was identified as gram negative bacilli and oxidase positive. The customer plans to retest the sample. There was no patient involvement as this was a cap survey sample. The lab reports and isolate were requested from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had reported to biomérieux a misidentification of a inquilinus limosus cap survey sample (cap dex b 2017 specimen dex03) as pseudomonas fluorescens (99%) when testing with the vitek® 2 gn ID test kit. An internal biomérieux investigation was performed. Investigational testing was performed using the specimen submitted by the customer. The organism was subbed, and testing included both the customer lot and a random lot of gn cards, run in duplicate. Vitek® ms and 16s sequencing was also performed. On all cards tested, a low discrimination of p. Fluorescens/a. Lwoffii was obtained. Vitek® ms gave a low discrimination of dermabacter hominis/paenibacillus spp. 16s sequencing did confirm the isolate to be inquilinus limosus, with a 99% identity match. The organism is an unclaimed species that is not in the vitek® 2 gn knowledge base. According to the product information guide, testing of unclaimed species may result in unidentified results or a misidentification.